Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v842736, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that she had severe pain in the back/leg and around the implant area. The pain occurred in (B)(6) 2015. The terrible shooting pains seemed to come from the implant site. The pain was so bad that she wanted the device removed or turned off. She hadn't been unable to turn off the device since then. The patient had been having problems with the terrible shooting pains for a "week or two weeks". The patient's health care provider (hcp) prescribed a measured dose of mild prednisone and muscle relaxers. The patient stated that she only had one program available and needed other programs because she didn't feel stimulation at 3.3. V. The patient turned off the unit when she received a new controller and had not turned the unit back on since then. The hcp was arranging an appointment with another hcp that was familiar with the device. The patient's circumstances were not unusual except for regular housecleaning. The indications for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.